Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The h4 field was corrected as the information was available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was not displayed due to the communication failure caused by the cable was twisted and broken. However, a definitive root cause cannot be established. The event can be prevented by following the instructions for use: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following issues: a) kink and cuts on cable, b) faded serial plate and c) color bars on screen due to faulty cable. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the hd camera head had no image and there were color bars on screen. There were no reports of patient or user harm associated with this event.